Event description:
Description of event: pt called about the "cardio pillow" stating it has a short and if they push on it then it works. Pt states this is a different company and it sends information from the heart valve to the hospital and "there is a short in it". Pt will call the correct manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).